Manufacturer narrative:
On (B)(6) 2018 the customer advised that while checking the error logs and history, they were unable to determine any problems. Subsequently, they tested and ran the iabp for a couple days, then released it for clinical use, and no further issues or problems have been observed. No further investigation is required.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) shut off twice. There is no alarm in the logs pointing to a power failure. The unit was swapped out for another pump. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp. However, customer has advised that they have spoken to two (2) company technicians about the issue, but has not been able to determine what happened and that there in nothing in the diagnostic fault logs. If additional information is made available, a supplemental report will be submitted.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) shut off twice. There is no alarm in the logs pointing to a power failure. The unit wasswapped out for another pump. There was no patient harm and no adverse event was reported.